Event description:
It was reported that patient had hip pain, went to clinic, surgeon found via x-ray that stem was most likely loose and cup worn eccentrically. Implanted 22 years ago.

Manufacturer narrative:
Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had hip pain, went to clinic, surgeon found via x-ray that stem was most likely loose and cup worn eccentrically. Implanted 22 years ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.